Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) during an atrial arrhythmia. Follow-up with the patient¿s physician was unsuccessful after multiple attempts. The rv lead remains in use. No patient complications have been reported as a result of this event.